Event description:
It was reported that customer's insulin pump had a blank screen. There is no sign of damage. Replacing the battery did not resolve the issue. There is no button error. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected blank display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window. The insulin pump passed the displacement test, operating currents and the off no power test.